Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number could not be provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a denali filter was deployed in an upright position the ivc, filter tilt , the filter limbs remain inside the ivc wall and one filter limb was pointed in an upwards direction, can be confirmed. Conclusion: the investigation is unconfirmed for the reported perforation, as the filter limbs remain inside the ivc wall. However, the investigation is confirmed for filter tilt and a limb bent upwards. The investigation is inconclusive for the reported occlusion as the reported clot could not be confirmed based on the image review. The definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt are known complications of vena cava filters. Remove the denali filter using an intravascular snare only. Potential complications: movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. Image review: based on images provided, a denali filter was deployed in an upright position the ivc, filter tilt and the filter limbs remain inside the ivc wall can be confirmed. The investigation of the reported event is currently underway. Event description (updated). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, the filter was allegedly discovered to be tilted with one limb penetrating the ivc. Additionally, the ivc was reported to be occluded with a clot extending superior to the vena cava filter. The patient was admitted with pe and plan to lyse clot then retrieve the filter at a later time. The patient was reported to have improved with her other conditions.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, the patient was admitted for symptomatic chest pain and pe. A CT scan and guided fluoroscopy demonstrated a tilted filter with the apex against the medial wall of the ivc; a filter limb was bent in an upward position. Thrombus was identified to be extending from the iliac bifurcation to the renal veins, superior to the filter placement. The patient will be placed on anticoagulation medicine prior to the removal of the filter. The patient status at this time is unknown.